Manufacturer narrative:
The instrument was found to have teflon pad damage. There was no material found missing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument¿s teflon white pad was broken off. No fragments fell inside the patient. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.